Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, prime, operating currents, self-test and off no power tests. However, it was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The motor position encoder error alarm was confirmed in the history file. The drive support disk was inspected and no anomaly was noted. No failed battery alarm and no battery out limit alarm. The excessive no delivery test could not be performed due to motor error alarm. The device also had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, failed battery test alarm and battery out limit alarm. The blood glucose at the time of the incident was 157 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.